Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed a loose connection between a supply bag and the cassette line. A technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on calling a registered nurse (rn) for further instruction. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.